Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially missing. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn or peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And it was also known that the ptfe pad fell off since the damaged ptfe pad was furthermore worn or received a load. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Please cross-reference the following report: 8010047-2015-01238.

Event description:
Two devices were failed during a laparoscopic myomectomy. The ptfe pad of the first device was severely worn. The user replaced with the second device. But the ptfe pad of the second device was also severely worn. The procedure was completed with another sonic beat device. It was reported that no fragment fell off inside the patient. There was no patient harm reported. This is first report of two.